Event description:
Reporter indicated that pt underwent generator replacement surgery less than two years after initial implant, indicating possible device malfunction. Investigation to date has been unable to determine the reason for generator replacement during the two-year warranty period. The explanted generator was discarded and will not be returned to MFR for analysis. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.